Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt contacted lifescan (lfs) in 2008 and alleged that her one touch ultra meter was displaying the apply sample message and also that the sample was not drawn into the test strip. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that the alleged issues first occurred on the same day at 12:00 pm (same day as the call the lfs). She also mentioned, that she experienced blurry vision, was sweaty, and could not focus after the reported issue began. However, she reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. The pt was not tested on any other device. At the time of troubleshooting, it was verified that this was a new product. The pt's testing technique was reviewed to be incorrect and the issues were not resolved when a retest was performed with a new test strip. This complaint is being reported because the pt reportedly experienced symptoms that can be associated with severe hypoglycemia after the reported issues began. The alleged issues were not resolved with troubleshooting. Replacement products were sent to the lay user/pt.